Event description:
A customer reported they obtained imprecise sequential readings on their freestyle flash blood glucose monitor. The customer reported they obtained readings of 16.2 mmol/l and 1.7 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell into the "c" zone showing the difference in values to be clinally significant. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.